Event description:
Allegedly, patient was revised due to infection revision njr number: 5064705. Side: l . Primary asa: p2 - mild disease not incapacitating. Products not revised: product ID: lot number: qty: efsrn7pl 1929852 1; etpkn7sl 1923445 1.